Event description:
A malfunction was reported with a code displayed. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset.